Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The system was found to have no issues. The system passed a full system checkout. A software investigation was initiated but the issue could not be replicated.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that during a case, all but one screw was placed 10mm lateral to where it was intended. Surgeon chose to take out and replace those screws. Site stated that didn't believe the reference frame moved. Issue was discovered intra/peri-operatively with less than one hour delay to surgical time. There was no reported impact to patient outcome.